Event description:
In 2002, a g-tube was placed into a patient undergoing radiation treatment. At this time, a suture anchor was placed. Four weeks after placement, of the g-tube, the patient had nausea when fluids were injected into tube. Upon removal of the tube, patient experienced drainage at the site. Cauterization of the site was done; however, leakage still occurred. During a dressing change, it was subsequently noted that a piece of suture material was protruding through the site. Surgery was performed and the gastrointestinal suture anchor was found to be present. It was removed. 48 hours later, site became abscessed and irrigation of site was conducted.